Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter was 51 mg/dl (ss) and 101 mg/dl (hcp) respectively (51% difference). No symptoms were reported. There was no allegation of harm.